Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. Missing component was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It was reported that upon removing the stent delivery system (sds) from the packaging and during inspection of the device before use, the stent was noted to be missing from the balloon. Analysis of the returned device confirmed the reported component missing (stent). Factors that may contribute to damage prior to use include, but are not limited to, improper or inadequate crimping at the time of manufacture, damage incurred during manufacturing, damage incurred during shipment, or inadvertent mishandling during unpacking or preparation. In addition, analysis noted the stent was dislodged. Crimp marks were noted between the markers, indicating the stent was originally placed correctly. In this case, it is possible that inadvertent mishandling during unpacking or preparation contributed to the component missing/dislodged stent. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that upon removing the 3.5x28 mm xience pros stent delivery system (sds) from the packaging and during inspection of the device before use, the stent was noted to be missing from the balloon. The device was not used and there was no patient involvement. An unspecified device was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.